Event description:
The baxter service technician reported a colleague infusion pump which experienced failure code 403:317:871:0000 during device evaluation. The reported condition may have interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information was available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation discovered and confirmed the reported condition failure code 403:317:871:0000, and the root cause was determined to be a faulty user interface module printed circuit board. The user interface module printed circuit board was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.